Event description:
The dealer alleged that the right back cane was stripped. They had previously received hardware to repair the back canes on the left but now the right side cane hole was stripped out.